Event description:
The customer reported to baxter (B)(4) an empty all-in-one eva container that had visible particles inside of it. The condition was reported to have occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Correction: three samples were received for evaluation. The condition was confirmed in 3 of the reported quantity of 180.

Manufacturer narrative:
(B)(4). The samples were received for evaluation on (B)(4) 2011. Actual samples were received for evaluation. A visual inspection of the samples revealed particulate matter was present inside of the bags. The condition was confirmed. The root cause of this condition was attributed to the manufacturing process; however, the exact cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The following information was erroneously omitted from the initial medwatch: as a preventive measure, the knives of the tube feeding station on the machine used to cut/trim these bags were changed. In addition, during the assembly process of the product line, the units are visually inspected.